Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d6b, h4.

Event description:
Healthcare professional reported right side rupture. The device was explanted.